Event description:
A surgeon reports an intraocular lens (iol) was explanted after the lens was noted to have a white appearance and also, the pt complained of decrease visual acuity.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 8/21/08 and received on 8/25/08.